Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure lens found to be defective. The iol has been inserted and removed on the same day. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).